Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. One - por for write to locked ram, addr=16fe, data=ee, on (B)(6) 2011 21:53:20. One - patient alert for por on (B)(6) 2011 20:53:20. Diagnostic information is consistent with reported event.

Event description:
It was reported that the patient alert sounded, and the device experienced a power on reset (por). The reset was cleared. It was later reported that the device reached elective replacement indicator and the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and normal battery depletion that meets expected longevity was found. It was also noted that there was a ram chip memory error. We did receive performance data collected from the device and have analyzed the data. 1 - por for write to locked ram, (B)(4), (B)(4), , on (B)(6) 2011 21:53:20. 1 - patient alert for por on (B)(6) 2011 20:53:20. Diagnostic information is consistent with reported event.

Event description:
It was reported that the patient alert sounded, and the device experienced a power on reset (por). The reset was cleared, and the device remains in use. No patient complications have been reported as a result of this event.